Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d1, d2a, d2b, d4. Catalog, d4. Unique identifier( UDI), g4. PMA/ 510(k). Additional information provided: rep informed - product code involved dnx12 not prineo skin closure system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected information: d1, d2a, d2b, d4. Catalog, d4. Unique identifier( UDI), g4. PMA/ 510(k). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D1, d2a, d2b, d4. Catalog, d4. Unique identifier( UDI), g4. PMA/ 510(k). Additional information provided: rep informed - product code involved dnx12 not prineo skin closure system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected information: d1, d2a, d2b, d4. Catalog, d4. Unique identifier( UDI), g4. PMA/ 510(k). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent bilateral simple mastectomy on (B)(6) 2023 and topical skin adhesive was used. Post op day 7, on (B)(6) 2023, red rash with tiny bumps on chest and abdomen - oral benadryl recommended; (B)(6) 2023 - papular red rash over entire trunk, redness over both incisions with pustules. Medrol dose pak and antibiotics prescribed. On (B)(6) 2023 - normally scheduled post-op visit - rash documented to be resolved. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: surgical skin prep - was chloraprep used? Which product?: chloraprep hi-lite orange office visits, and urgent care/ed visits: (B)(6) 2023 - office call to report initial rash; (B)(6) 2023 - office visit for rash. Prior surgery: (B)(6) 2022 - breast biopsy; 2013 - hyst. Prior surgery with dermabond use?: unknown. Prior surgery with chloraprep use?: unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.